Event description:
Technician alleged bed functions will not work on footboard switches. Lights flash when footboard is moved. Tech found corrosion on footboard connector. He replaced connector to resolve.